Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took too long to infuse and had an air in line alarms. During therapy in the oncology department a patient was receiving doxorubicin vbti @ 1086.19 ml and flow rate @ 45.3 ml/hr. There was an alleged incident that the pump surpassed its infusing time limit to the patient. It went over by 3 hours during a 27 hour time period. It was meant to stop at 24 hrs. The pump was tested with a standard primary and secondary line and did not have any issues. The pump was switched from the secondary to the primary like it was supposed to. Settings for secondary was 1088 volume to be infused (vtbi) @ 43.5 ml/hr. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information b5: it was reported that a spectrum pump took too long to infuse and had air in line alarms during therapy in the oncology department. A patient was receiving 1086.19 ml of doxorubicin, programmed at a flow rate of 45.3 ml/hr. The infusion went over by 3 hours during a 27-hour time period, it was meant to stop at 24 hrs. The pump was tested at the reporter's biomedical department with a standard primary and secondary line and did not find any issues. The pump was found to switch from the secondary to the primary infusion like it was supposed to. The settings for the secondary infusion was found to be a1088 volume to be infused (vtbi) at a rate of 43.5 ml/hr. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available. Additional information h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.